Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted that the mesh ¿had torn away in other points, although the mesh itself was still present, it was somewhat rolled on itself.¿ it was reported that the patient experienced severe abdominal pain, nausea, diarrhea, constipation, blood in stool, inflammation, recurrent hernias, swelling, loss of appetite, stress, loss of sleep, loss of energy, loss of strength and weight loss. No additional information is provided. No additional information was provided.